Event description:
It was reported that the distal portion of the balance middleweight (bmw) universal ii guide wire tip separated when it became caught in the heavily calcified and narrow lesion located by the tibial trunk during manipulation of the guide wire. The guide wire was negotiated through the calcified lesions in the superficial femoral and popliteal arteries successfully prior to the tip separating. The separated distal tip was retrieved successfully with a snare device. A new bmw guide wire was used successfully to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The physical resistance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.